Event description:
It was reported that approximately 45 months post-implant of a bifurcated device an infrarenal aortic extension, a decision was made to address an infected aortic aneurysm via endovascular approach. Reportedly, the patient has been followed up after initial implant, and at some point, infection and rupture of the aortic aneurysm occurred. An infected aneurysm pocket developed, proximal to the implanted devices, with a leak. The endovascular devices became infected. The patient was not a candidate for open repair, including explant of the devices, due to poor health. The physician suspects the source of infection are PICC lines. Due to the limited options, the patient was treated by adding another aortic extension, and performing a renal chimney procedure, in an attempt to treat the rupture and leak. The procedure was performed as planned; however, the leak remained. The patient will continue to be followed up; however, the prognosis is poor.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by a clinical representative with the following impression: the history of (B)(6) and bacteremia might have contributed to this substantiated reported event of complication and a secondary procedure. Additionally, the mycotic pseudoaneurysm presented as an endoleak 1a. The device instructions for use state the product is contraindicated in patients who have a condition that threatens to infect the stent graft. Based upon the investigation findings, the root cause was determined to be due to infection pockets proximal to implanted device. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units were consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.